Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unspecified procedure, the flexor high-flex ansel guiding sheath hemostatic valve disconnected from the sheath. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event date: (B)(6) 2018. Investigation ¿ evaluation: a review of the dimensional verification, complaint history, device history record, documentation, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the hub was separated from the sheath. The dilator was returned inserted through the sheath. A compression that was 2 mm in length was noted at a length of 6.1 cm from the proximal end. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Measures are being taken to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Manufacturer narrative:
Additional information: the customer clarified that the procedure was an abdominal aortic aneurysm procedure (aaa). The customer also confirmed that the device was changed out for another product. The product problem did not result in the need for additional procedures, and no patient adverse events resulted. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.